Event description:
It was reported that this right ventricular (rv) lead was exhibiting impedance out of range which resulted in oversensing and pacing inhibition. Additionally, loss of capture and high capture thresholds were present. The patient experienced syncope. Later on, the lead was confirmed to be fracture and was explanted and replaced. No additional adverse patient effects were reported.